Manufacturer narrative:
(B)(4). Customer to make repair.

Event description:
It was reported via repair work order that the bed would not move in hi/lo but would in trend. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the hi/lo was inoperable due to loose connections at the cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the hi/lo was inoperable due to loose connections at the cpu board. Conclusion: stryker field tech spoke with customer representative was informed that the customer had performed their own repair. A visual and functional inspection was allegedly performed by an unidentified individual of (B)(4) medical center.